Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked when a forceps were taken in and out with air leak sound. As the device did not function without holding it with finger, another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of two devices, no devices will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.